Event description:
It was reported that during a surgical procedure at the user facility, a foreign material similar to a lump of dust was found on the hood. Back-up equipment was used to successfully complete the procedure. No delay, no adverse consequences and no medical intervention were reported.

Event description:
It was reported that during a surgical procedure at the user facility, a foreign material similar to a lump of dust was found on the hood. Back-up equipment was used to successfully complete the procedure. No delay, no adverse consequences and no medical intervention were reported.

Manufacturer narrative:
The device and the reported dust were discarded by the user facility and are not available for evaluation; it is not possible to determine the cause of the reported malfunction without an evaluation of the device. The device was not returned for analysis.

Manufacturer narrative:
Additional information will be submitted once the device is received and the quality investigation is completed, if additional information is obtained and requires reporting. The device has not been returned for analysis at this time.